Manufacturer narrative:
Device evaluation: analysis of the carrier found ¿the carrier was stretched and broken at the distal end of the inner carrier.¿

Event description:
It was reported the extension tunneling tool ¿broke during the tunneling process.¿ it was further reported ¿the extension carrier separated where the extensions clip in to the rest of the plastic carrier.¿ the issue ¿occurred during the reverse tunneling phase of the procedure.¿ the patient required surgical intervention as a result of the event as the ¿surgeon needed to dissect the patient¿s neck to remove the carrier and thread through the extension.¿ the tunneling tool was successfully removed and the implanted extension remained in service at the time of report. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_carrier/1x4, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.